Event description:
Philips received a complaint indicating that during clinical and therapeutic use of the v60 ventilator on (B)(6) 2026 (B)(6), it was reported that there was an unanticipated cessation of therapy and flow delivery form the device in conjunction with a low tidal volume alarm. The patient was reported to have experienced a desaturation of peripheral oxygenation (spo2) to an unspecified extent rapidly with noted facial skin and lip cyanosis. The patient was immediately removed from the device and placed onto a backup ventilator (reported as a "t600 niv ventilator") and subsequently recovered in spo2 and cyanosis. The complaint was assessed by a philips clinical expert, and it was determined that based on information available at this time, there is sufficient evidence to pronounce a serious injury, as defined in 21 cfr 803.3(w). Further information has been requested regarding the reported event.

Manufacturer narrative:
Information was received from the authorized service provider (asp) that the device had been serviced since the event, with the hospital using a third-party service to complete replacement of the gas delivery system (gds). Following the part replacement, the device was confirmed to be fully functional and operating normally. The device was returned to use. The device¿s diagnostic report/event log was not provided, and the configuration for the patient circuit and any connected devices, the prescription settings, alarm thresholds, and pre-use check steps were asked but answered as unknown. Clinical assessment of the case concluded that based upon the information available, device cause and contribution to the patient adverse event (serious injury) was confirmed due to the reported failure (unspecified) of the device's gds.